Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the pump battery could not be charged without maneuvering the cable into the charging port. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of the issue.